Event description:
A total hip arthroplasty was revised due to osteolysis. During the procedure a custom acetabular liner would not lock into the acetabular shell. The procedure was successfully completed with a standard acetabular liner.